Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo #1 confirms the reported issue of injector was crooked. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. This injector has been in service for approximately 1 year. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens implant procedure, the injector was crooked at the time of surgery, additional information received and stated that ¿when the doctor mounted the iol on the cartridge/injector, the consultant representative, who accompanied the surgery, noticed that the injector was crooked, out of standard. As there was only this one for use, he tried to correct it artificially (manually) to perform the surgery. There was patient contact reported however no patient harm.